Event description:
Prior to index procedure patient had one driver rx stent and one other brand stent had been deployed at mid rca. During index procedure the patient had three endeavor sprint rapid exchange (rx) drug-eluting stent successfully deployed to the proximal and mid lad. Approximately 10 months post index procedure the patient underwent revascularization of mid rca with deployment of one other brand stent.

Manufacturer narrative:
Results- inherent risk of procedure (restenosis). (B)(4).